Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient's battery "ran out" last night. The patient clarified her controller showed that her ins was low and needed to be charged. The patient stated she charged her ins and was able to turn stimulation back on. The patient also reported she noticed her stimulation seemed to "flicker"/turn on and off. The patient stated she had been at the hospital with a family member. The patient also reported seeing settings not available message. The patient reported that she could not increase of decrease initially. During the call, the patient took out and reinserted the battery pack. The patient reported she was able to decrease but was unable to increase. The patient stated she continued to see settings not available when trying to increase stimulation. It was reviewed with the patient to decrease to zero and potentially change programs. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's stimulation turning on/off and not being able to increase their settings was because contact 12 read as"avoid" and 27,000 ohms when checking impedances. This was where the anode was programmed. The manufacturing representative (rep) set the anode one contact higher. The patient was happy and able to increase/decrease their settings. The issue was resolved. No further information was reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient. The patient reported having an out of range (oor) message on (B)(6) 2018, and the following day they had a change in therapy. The rep indicated that there were high impedances on electrodes 11 and 12. The rep stated that they had met with the patient on (B)(6), which is when electrode 12 was found to be high. They also mentioned that electrode 3 was showing ¿avoid ref 0 3 36930ohms 12 34920ohms.¿ the rep noted that they would be programming around electrode 3 but wanted to know what the cause of the high impedance was. Technical services reviewed information about high impedances and possible x-ray. No further complications were reported or anticipated.